Event description:
One of nexcare bandages burned my skin. I have contacted them several time with no response. I sent in a copy of the box along with some of the bandages. As of 2 weeks ago; they hadn't heard anything back from the lab and said they would find out the status and get back to me. Haven't heard anything yet. I was on vacation when this happened, and it ruined my vacation. I had to go to emergency services twice. Please send me your address. I have been to the hospital and seen by doctors for an allergic reaction to your bandaids. I would like to submit the bills.